Event description:
The metal tip of the cautery wand came off during the procedure. The physician was able to remove the piece from the surgical site. The broken wand and detached piece were removed from the sterile field. There was no negative impact to the patient.